Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 79 mg/dl. The customer¿s mother reported that the customer was hallucinating and was not herself. The customer was currently off the insulin pump and was feeling better. The customer¿s blood glucose level at the time of the incident was 400 mg/dl to 500 mg/dl. The customer¿s current blood glucose level was 200 mg/dl. They treated the high blood glucose with syringes. Troubleshooting was performed but not completed. They will be sent a tubing clamp to perform the high-pressure test. The device will not be returned for analysis.